Event description:
Customer called to report that wash/vacuum probe #1 was not aspirating fluid from the cuvettes of the unicel dxc 800 synchron system and caused an overflow of fluid to the reaction wheel, after which reaction wheel temperature errors were encountered. Customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer attempted to replace vacuum probe #1, which did not resolve the issue. The leak was contained to the reaction wheel area. The customer technical specialist generated a service request. The field service engineer (fse) inspected the instrument and replaced the 2-way solenoid valve to address the issue. The fse also flushed the assembly with bleach and replaced two wash vacuum probes. The fse then verified proper instrument performance to ensure that the services performed effectively, resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).